Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope adhesive was peeling from the distal end and exposing the tip of the camera. The issue was found during service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the objective lens was cracked with peeling cement, and light guide tube boot was chipped. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bending section cover glue was found cracked with exposed threads. The most probable cause of the complaint is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.